Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient developed in-stent restenosis. The index procedure in august 2010 treated a 95% stenosed, bifurcated lesion in the mid lad (left anterior descending) measuring 2.5x5mm. Treatment consisted of direct stenting using a 2.5x20mm taxus liberte stent and post dilation resulting in 9% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2011, the patient presented with recurrent angina. Cardiac catheterization showed a 90% focal stenosis within the study stent and 70% stenosis just distal to the stent and a 70% distal stenosis. The patient was treated with a 2.5x28mm promus stent and post dilation resulting in 0% residual stenosis. The event was considered resolved without residual effects.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).